Manufacturer narrative:
Based on the investigation results and the analysis of the returned products, the defect reported by the customer has been confirmed. The cause of this defect is presumed to be leakage resulting from uncertain external forces applied to the product. The factory has initiated CAPA to conduct a systematic investigation into previous leakage complaints. From CAPA investigation the analysis was conducted using the fishbone diagram method to investigate and analyze the causes. The investigation was carried out from five aspects: personnel, machinery, materials, methods, and environment. Man: there are 9 operators involved in the processes, all have training records and qualification certificates. Refer to attachment 1 and attachment 2. Machine: (1) checked transfer line in package process, found that when the placement position of the product is offset, the vacuum cup will press the plunge rod, and then the product will leak. Photo refer to attachment 3. (2) when the product is in the cross position, the diverter moved at the same time. The production may leak. Detail refer to attachment 3. (3) checked prl process, found that when the scroll had misalignment with the star wheel, the product will skip out and then be squeezed. Detail refer to attachment 3. Material: (1) checked fai of barrel, all material batches meet the inspection requirements. Detail refer to attachment 3. (2) checked incoming inspection records of stoppers, all incoming material batches meet the inspection requirements. Detail refer to attachment 3. Method: the transportation and drop test experiments have been completed, and the results meet the technical requirements. Detail refer to attachment 4. Environment: checked the temperature records of the packaging area and the finished product warehouse area during the complaint manufacturing period, and the actual temperatures all met the requirements of 15 to 25 degrees c. Detail refer to attachment 3.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd columbus, ne has been listed in sections d.3. And g.1. Device(s) manufactured in a facility that does not manufacture devices for the us market.

Event description:
It is reported leakage. Verbatim: upon opening the packaging, leakage was detected. Five defective units were identified, with one defective product eligible for return.